Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply connector was cleaned and reseated and the power supply voltage was adjusted. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys shut down during fluoroscopy and displayed a control panel error message. There is no report of pt injury associated with this event.